Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered the power on reset (por) when trying to turn the implant on after ablation of the patient's heart. No patient symptoms were reported and the patient was advised to follow-up with their healthcare provider (hcp). No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was reset, but while resetting it the electrical impulses were so strong that the patient jumped out of the chair and had severe pain in their groin at the same time. This was the second time it had happened as last time was (B)(6) 2016 for reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.